Event description:
It was reported that t:slim x2 pump battery would not charge and showed a power source alert when issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies to a different cable, after which pump began charging normally, pump did not shut down or become unable to turn back on, and no further assistance was required.